Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pin broke in pin driver.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states total knee replacement. Surgeon was pinning the tibial cutting block into position when the pin was caught and seemed to cold weld within the blocks pinning hole. The pin also broke in the pin driver and was unable to remove the broken piece. The surgeon did nothing different to what he normal does. We opened up the spare set and used the driver and block from that system. No major delay occurred during the case and the outcome for the patient was normal with no complications. Both instruments have been removed from the system. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. A complaint database search did not identify any anomalies. The device was reviewed by bioengineering and a report was received stating root cause: device worn from normal use and servicing. The pin driver was non-contributing. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.